Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: contamination was observed under all of the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under all of the button contacts. The keypad was found to be intact. The contrast button was found to be intermittently responding. All other keypad buttons were found to be responding properly. Unrelated to the event the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.